Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia the blood glucose value of 400 mg/dl. Troubleshooting was performed. The customer was hospitalized due to diabetic ketoacidosis. The customer does no report any symptoms related to high blood glucose. It was unknown whether the pump was used with in 48 hours of the reported event or not and the smart guard/auto mode was active at the time of event. The customer was hospitalized for 7 to 8 hours and treatment was ems/ambulance/ER visit. No further patient complications were reported. The customer will discontinue to use the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged was hospitalized for high bgs/dka found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 07-dec-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 07-dec-2023 listed on smart solve. Daily total collection start time = on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 28.8. Daily total of basal insulin delivered = 28.8. Daily total of bolus insulin delivered = 0. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2018, on (B)(6) 2022 to on (B)(6) 2023 and on (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 12-dec-2023. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the ss event dates of 07-dec-2023 and 12-dec-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:04:30.000. On (B)(6) 2023 11:08:48.000. On (B)(6) 2023 11:45:47.000. On (B)(6) 2023 11:55:00.000. On (B)(6) 2023 13:03:08.000. On (B)(6) 2023 13:13:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:25:00.000. On (B)(6) 2023 11:25:11.000. On (B)(6) 2023 13:15:32.000. On (B)(6) 2023 13:15:43.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:08:37.000. On (B)(6) 2023 11:18:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:19:03.000. On (B)(6) 2023 13:14:03.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Removed dka harm code. Customer was only in the ER for 7-8 hours . No IV insulin.